Event description:
It was reported that following a stenting treatment procedure in the superficial femoral artery, the symmetry balloon ruptured during post dilatation. The lesion being treated was 100% stenosed, with no calcification, in a non tortuous superficial femoral artery. Two pre-dilatations were performed at 6 atms each with the symmetry balloon and a luminexx 6mmx6cm stent was implanted. The symmetry balloon ruptured at 6 atms during post-dilatation of the stent. The procedure was successfully completed using another symmetry balloon with no pt complications. The current pt status is reported as 'good'. It is noted in the instructions for use that the symmetry balloon is indicated "for pta of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature".

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time. A supplemental MDR will be submitted when the investigation has been completed.